Event description:
The customer reported elevated white blood cell (wbc) and platelet contamination in the plasma product. Donor unit ID: (B)(6) there was not a transfusion recipient or patient involved at the time of testing, therefore no patient information is reasonably known at the time of the event. The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Null.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: it was confirmed that there was a testing error and no device malfunction. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported elevated white blood cell (wbc) and platelet contamination in the plasma product. Donor unit ID: (B)(6) there was not a transfusion recipient or patient involved at the time of testing, therefore no patient information is reasonably known at the time of the event. The disposables set is not available for return because it was discarded by the customer.